Event description:
According to the reporter: the device broke during the procedure. It could not be reported how the device broke. The staff opened a new device to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4).